Event description:
Boston scientific received information that this patient was pacing at the maximum sensing rate post surgery. Once a magnet was applied, the pacing slowed down. All the telemetry equipment had been removed from the room and the patients rate returned to normal. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.